Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 87 mg/dl. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap was neither missing nor damaged. The customer was assisted with troubleshooting. Customer stated that display did not return after insulin pump restart. The customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. No blank display during testing.